Event description:
It was reported by service report that the ground prongs were missing on both the main power cord and auxiliary power cord. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.